Manufacturer narrative:
It is anticipated that the device remains in the patient. If additional information pertinent to the event is obtained, a follow-up report will be submitted.

Event description:
Primary procedure was performed by (B)(6) on (B)(6) 2015. An afx bifurcated stent graft and afx vela suprarenal were implanted. Secondary procedure performed by dr. (B)(6) and dr. (B)(6) on (B)(6) 20147. The primary implant was relined with a non-endologix device and an ovation ix illiac limb was implanted for limb extension. There has been no additional patient sequalae reported at this time.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; secondary evar repair. Additional findings show - 25 months post implant: el3a with component separation, rupture and sac growth; urgent aui with femoral-femoral bypass; ischemic colitis 29 months post implant: infected and explanted femoral-femoral bypass graft; and, axilliary-femoral bypass; bacteremia; pulmonary emboli 30 months post implant: in-patient death (unknown reason). The most likely cause of the loss of seal and the component separation could not be determined due to the lack medical imaging surrounding the implant and the event. Procedure-related harms included: pulmonary emboli; septicemia; infected non endologix femoral-femoral bypass graft; subsequent explant of the bypass graft and placement of an axilliary-femoral bypass graft. The cause of death four months after the rupture event, and 3 weeks after the explant/infection event, could not be determined. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on (B)(6)2015, 2. Field training was completed by (B)(6)2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. These types of events will be monitored and trended as part of the quality system correction: remove code 3190 , 2993.